Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 133.6090. Technical support - charge 8015. Low battery charge can cause this error. Replace the main speaker. Replace power supply processor board. Return the unit to the factory. Biomed will get a po and get a repair RMA. Closing case. A review of the device history record showed the device had a manufacture date of 22/sep/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received a 133.6090 error, customer tried another main speaker and error persists. The tech recommended replacing the main speaker and power supply processor board. There was no patient involvement.

Manufacturer narrative:
Uuable to determine the proximate cause of the reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 22/sep/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received a 133.6090 error, customer tried another main speaker and error persists. The tech recommended replacing the main speaker and power supply processor board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received a 133.6090 error, customer tried another main speaker and error persists. There was no patient involvement.